Event description:
The infusion pump was programmed for an insulin infusion on channel b of the device, and placed in a standby mode. When the clinician attempted to start the infusion, the pump malfunctioned with error code s421, subgroup 9, pump bolus overshoot. The malfunction caused a delay in care to a critical cardiac post-operative patient. The alarm history and event logs were reviewed by our biomedical department. Upon powering the device back on, the cassette was removed from channel b of the infusion pump. However, channel b would not close and could not be reset. The pump was sent to the manufacturer for analysis.prior to the recent recalls, we had reported several similar problems with error codes s321 and s421 which caused delays and interruptions in therapies. However, our pump inventory was swapped out and new software was downloaded to correct the issues we were previously reporting. To our knowledge, this is the first failure of this kind since our pumps were upgraded by hospira post-recall.

Event description:
It was reported that the patient has expired after implant duration of approximately 8.7 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
A hemodialysis user facility has reported an event. The initial report received has reported an event of where the arterial line had separated at the twister segment. The facility has been contacted for additional detail of this event. It has been learned that at 3 hrs into the dialysis treatment, the air alarm went off. The pt care tech responded and inspected the treatment set and it appeared to be all intact. The tech then reset the machine to continue the treatment when the line broke off. The tech also verbally confirmed that the incident was not a complete separation, but a partial separation at the arterial port. Additionally, she reported that no blood was returned and that the pt is reportedly fine. It has later been learned in speaking with this reporter, that the lines have been saved for eval and when they went to disinfect them, the area reported in this incident was now found to be totally separated. It was also reported that this event resulted in an estimated blood loss of 250ml.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.